Manufacturer narrative:
Visual and microscopic inspection revealed the tip was detached, there was windup in the imaging window section, and the imaging window was twisted.

Event description:
It was reported that tip detachment occurred. The patient presented for an imaging guided percutaneous coronary intervention. (Pci). The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left main coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter tip suddenly detached. An attempt to remove the device fragment from the vessel was unsuccessful so the tip was stented to the vessel wall. The patient condition was very poor, so extracorporeal membrane oxygenation was used. It was decided to transfer the patient to cardiac surgery for the treatment.

Event description:
It was reported that a tip detachment issue occurred. The patient presented for an imaging guided percutaneous coronary intervention (pci). The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left main coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter tip suddenly detached. An attempt to remove the device fragment from the vessel was unsuccessful so the tip was stented to the vessel wall. The patient condition was very poor, so extracorporeal membrane oxygenation was used. It was decided to transfer the patient to cardiac surgery for the treatment.